Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. The patient had said that at a device check approximately six months prior, they were told that their device was "about to go." The device was explanted and replaced. No patient complications have been reported as a result of this event.